Manufacturer narrative:
(B)(4). One endobronchial tube was received for investigation. A visual inspection was performed and no anomalies were found. Performance tests were done with and without the stylet, and the cuffs were inflated and deflated without any issues. The customer reported malfunction was not verified, as the device was functioning as intended.

Event description:
It was reported that, during prior to use testing, the endobronchial tube cuff inflation was not satisfactory to the user. There was no patient involvement.